Event description:
On 7/jun/2024 during follow-up for file c-1229376, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2024. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient was experiencing intermittent abdominal pain and cloudy peritoneal effluent fluid for approximately 1-week. A peritoneal effluent fluid culture and cell count were obtained (wbc cell count = 357 u/l, neutrophils = 79%) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every 3-4 days (based on vancomycin trough level) and ceftazidime 2000 mg daily (durations not provided). However, on 7/jun/2024 the patient went to the emergency room for complaints of ongoing abdominal pain and bloating. The patient was concerned she was having an allergic reaction to the ceftazidime and was treated with intramuscular (im) morphine 10 mg x 1 with good effect (no evidence of antihistamine administration). The patient was prescribed oral oxycodone 5 mg as needed for pain x 3 days and was released approximately 4 hours later in stable condition. Following discharge, the patient was advised to discontinue using the ceftazidime and continue utilizing the ip vancomycin 1500 mg every 3-4 days (duration not provided). The peritoneal effluent fluid culture returned positive for gemella haemolysans (date not provided), and the patient continued the vancomycin as prescribed. On (B)(6) 2024, a follow-up cell count was obtained and confirmed the patient¿s wbcs dropped to 17 u/l, and the neutrophils dropped to 7%. Per the pdrn, the cause of the peritonitis was not identified. The patient continues to undergo ccpd therapy utilizing a replacement liberty select cycler without reported issue.